Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a broken force sensor was detected during seating or regular delivery alarm. Customer reported critical pump error. Customer reported that they received open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue use of the device.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self-test due to critical pump error (open book image) alarm. Successfully downloaded history files, traces using thump. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 critical handling alarms on (B)(6) 2024 at 14:02:00 with variable (15). Pump error 63 alarm due to hardware error (line number (B)(4).file number (B)(4). No pump error 35 alarm found in the pump history file/trace. Pump was cut open to perform visual inspection and found moisture damage on pcba 1 and force sensor. Force sensor zero offset within specification (23.84 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: faded/stained serial number label, cracked battery tube threads, cracked case along the side of the battery tube, cracked select button keypad overlay and minor scratched lcd window. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm due to hardware error. Pump error 35 alarm was not confirmed. Moisture damage found on the pcba 1 and force sensor. Cosmetic damage confirmed at the pump case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.